Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp10 was inserted through a 14fr low profile sheath via the right femoral artery in a 74-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s additional comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. The impella c10 was implanted without incident. Per hospital protocol for ICU management of the sheath, a three-way stopcock was attached to the sidearm of the low profile sheath to allow for an arterial line, a continuous flush, and a 20cc syringe for hourly flushes to mitigate the risk of clot. While on support, the connection between the side port of the impella¿cp lps and the three-way stopcock became detached, resulting in significant bleeding, worsening hemodynamics, and the need for intubation. A blood transfusion was administered. The patient¿s condition subsequently improved, and the patient was successfully weaned off the impella cp.

Manufacturer narrative:
B1 selection was added. H6 upon review by the investigation team, two new health effect - clinical codes and one new health effect - impact code were added. The medical device problem code that was entered on the initial MDR was removed and replaced with a new code.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the disconnection was unable to be determined since product was not returned and insufficient clinical details were provided related to the event. The cause of the injuries cannot be definitively determined since insufficient clinical details were provided related to the event.